Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer's blood glucose was 318, 289 mg/dl. The customer was treated with the insulin pump. The customer was alleges insulin pump was under delivering because she was still getting high even if she already bolused. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.